Event description:
Report received from (B)(6) stated the device is experiencing a damaged bearings issue. It is unknown if the device was being used during surgery. It is unknown if patient or user injury were reported. The date of the event unknown. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).